Manufacturer narrative:
Plant investigation: as the device was not returned to the manufacturer, a physical evaluation could not be performed. A batch records review was conducted by the manufacturer for the reported lot. There were no non-conformances or abnormalities identified during the manufacturing process which could be associated with the reported event. The entire lot has been sold and distributed. In addition, a device history review was performed and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The lot met all specifications for release. A product history review did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that the screen of the liberty select cycler appeared distorted at power-up. The patient stated the screen displayed upside down. The power cord was securely plugged into the wall outlet and the back of the cycler. The patient also reported that the cycler powered down several times during pd treatment that night. The patient was connected when the reported issue occurred. There was no power outage or issue with the wall outlet. The patient rebooted the cycler several times but the issue reoccurred. The patient also reported that a fluid leak occurred with the liberty cycler set cassette. Fresenius advised the patient to discontinue use of the cycler. A replacement cycler was issued. The patient stated that treatment would be completed via manual exchange in the absence of the cycler. The cycler set was not reported to be available to be returned. Additional information was requested however a response was not received. There was no reported adverse event, serious injury, or required medical intervention regarding this issue.

Manufacturer narrative:
The plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius technical support that the screen of the liberty select cycler appeared distorted at power-up. The patient stated the screen displayed upside down. The power cord was securely plugged into the wall outlet and the back of the cycler. The patient also reported that the cycler powered down several times during pd treatment that night. The patient was connected when the reported issue occurred. There was no power outage or issue with the wall outlet. The patient rebooted the cycler several times but the issue reoccurred. The patient also reported that a fluid leak occurred with the liberty cycler set cassette. Fresenius advised the patient to discontinue use of the cycler. A replacement cycler was issued. The patient stated that treatment would be completed via manual exchange in the absence of the cycler. The cycler set was not reported to be available to be returned. Additional information was requested however a response was not received. There was no reported adverse event, serious injury, or required medical intervention regarding this issue.